Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. On (B)(6) 2011 the sr. Medical surveillance specialist contacted the patient to obtain and verify information; however she refused to speak with the smss. The complaint was classified based on the information provided to customer service. On (B)(6) 2011, the patient obtained the blood glucose reading of 208 mg/dl on the reported meter, which was inaccurately high compared to her expected values. The patient took no actions based on this reading. At an unspecified time afterwards, the patient experienced the symptoms of shaking and weakness. The patient reported she visited her physician, who tested her blood glucose level (result unknown) and received treatment of 34 units lantus. It would have been helpful to determine the patient's expected values, her diabetes medication regimen, the time of the onset of symptoms, if she tested her blood glucose level while symptomatic, her blood glucose readings prior to this event, her blood glucose level as tested by the physician, and to clarify the treatment of insulin received during the office visit. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she obtained an elevated blood glucose reading on the reported meter. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.